Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: narrative (breakage of locking screw) could be verified from provided x-ray. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part: 412.211s. Lot: l764906. Manufacturing site: selzach. Supplier: früh ag. Release to warehouse date: feb 08, 2018. Expiry date: feb 01, 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 412.211. Lot number: l725303. Release to warehouse date: jan 12, 2018 . Supplier: mezzovico. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral neck fracture caused by a fall from height. On (B)(6) 2019, the patient visited the hospital for rehabilitation and took x-rays that indicated the breakage of the locking screw. The patient will undergo a reoperation on (B)(6) with devices made by other company. The patient had a sense of discomfort around the affected area soon after the surgery and the discomfort has increased recently. No further information is available. Concomitant device reported: fns bolt (part #: 04.168.285s, lot #: 1l13969, quantity #1); fns plate (part #: 04.168.000s, lot #: 4l16910, quantity #1); fns antirotation screw (part #: 04.168.485s, lot #: l968102, quantity #1). This report is for one (1) 5.0mm ti locking screw. This is report 1 of 1 for complaint (B)(4).